Event description:
Falsely elevated troponin I results were obtained on several patients within a 24 hour period. The results were reported to the physician(s). The sample were retested on an alternate analyzer and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate wash due to detached tubing to the hm cassette pump.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate wash due to detached tubing to the hm cassette pump. The instrument is operating within specifications.